Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2009 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another device. To complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that on the afternoon of (B)(6) 2009, she obtained a blood glucose reading (result unknown) on the subject meter that was higher than a result obtained on her physician's meter of "139 mg/dl." The patient claimed that both tests were performed within 10 minutes of each other. The cca noted that the patient manages her diabetes with oral medication; however, the patient denied taking any action regarding her diabetes management as a result of the issue. On an unspecified date/time, after the alleged issue began, the patient claimed she felt dizzy and sweaty. It is unknown what reading(s), if any, the patient was obtaining with the subject meter prior to or at the onset of symptoms. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient.